Manufacturer narrative:
Failure analysis noted that the insulin pump had blank display due to moisture damage at the electronic assembly. They were unable to verify the vibration, constant tone and alarm due to the blank display. The pump had scratched lcd window, cracked case display window corner and cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the insulin pump had moisture damage. The customer's blood glucose was 205 mg/dl at the time of incident. The customer stated that the pump was submerged in water for 45 minutes. The pump vibrated, alarmed and went dead. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced. The insulin pump was returned for analysis.